Event description:
Baxter (B)(4) received a report that an infusor had the luer connector of its fill port break during filling. The device was being filled with a solution of saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause was due to a broken syringe tip in the fill port of the infusor and this syringe is not a baxter product.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received the actual sample and three companion samples for evaluation. Visual examination confirmed the reported condition of a syringe tip broken and stuck inside the fill port of the actual sample. The three companion samples were received containing approximately 60 ml of fluid in the reservoir. Visual examination of the three units showed no signs of defect or abnormality. A functional test was performed on the three samples by manually filling them with water. During fill, no evidence of defect was noted on any of the three fill ports. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.